Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported two results within ten minutes - 402 mg/dl and 180 mg/dl. No adverse event alleged. A request was made for the return of the meter and strips, replacement sent.